Event description:
User alleges they had an event where the dr had extubated and failed so she needed reintubation. As they attempted to bag the pt, they could not get a seal with the mask. They threw it out, opened a new bag and used the mask out of that kit. No adverse effect to pt.